Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that when accessing drawers in the auxiliary cabinet, the all in one (aio) would flash a white screen and the application would restart. The station did not lose power, only the application restarted. Issue was found to occur mostly when drawer 2.1 was accessed. Inspection of the pyibus cable revealed a cut, which was causing the problem. Replaced the cable, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer had failed and was unable to recover. There were no adverse events or injuries reported based on this event.